Event description:
Meter name: surestep enhanced. Strip name: lifescan. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Test strips were expired. Symptoms: renal problems. A pt reported they were seen in ER and treated by emt. Their meter allegedly was inaccurately low. The result on their meter was 4 (no units). The result on the emt meter was 226 (no units). The time difference between pt's meter and emt was unknown. Treatment was unknown. No further info has been reported.